Manufacturer narrative:
Outcomes to adverse event and date of event: date estimated. Exemption number e2019001. The devices are not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment: machaon bonafede, phd, et al, clinical and economic outcomes of proglide compared with surgical repair of large bore arterial access, journal of comparative effectiveness research, oct. 31, 2019, doi 10.2217/cer-2019-0082, pages 1381-1392. This copy of copyrighted material was made and delivered to the government under a license from the rights holder or its authorized agent. No further reproduction is permitted.

Event description:
It was reported through a literature article that proglide devices may be related to death. Specific patient information is documented as unknown. Details are listed in the attached article, titled "clinical and economic outcomes of proglide compared with surgical repair of large bore arterial access".

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of death is a known inherent risks of the procedure. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.